Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The (B)(6) 2015 angiodynamics complaint report was reviewed for the convenience kit product family and the failure mode, "air bubbles noted." No adverse trend was identified. The reported event of air aspiration is unable to be confirmed without a sample to examine. A potential root cause is that the end user did not adequately secure the connections between the stopcock and contrast injection line. The directions for use packaged with the kit contains the statements: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur. Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism." Angiodynamics mfg process controls for the stopcocks and contrast injection lines includes visual inspection for molding defects, verification that male tapers, female tapers, and female threads are within dimensional specification, and air leak testing. (B)(4).

Event description:
As reported by angiodynamic's distributor in (B)(4), an end user hospital observed air entering the system at the stopcock/contrast injection line connection when utilizing the convenience kit. No air was injected and there was no patient injury. The used products were discarded by the hospital.